Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the trunk cable connector was cutoff and missing. The cause of the code 204 was the damaged connector on the electrode belt.   The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).